Event description:
The pt had placement of baclofen intratheal pump for spasticity that developed post basal ganglia stroke. Pt apparently had drained clear fluid from pt's back, since the pump placement to another facility approx 3 weeks ago. Pt was admitted to this facility with diagnosis of infected "pump & spinal meningitis". Pt was taken to surgery 24 hours layer for removal of the pump. Pt had been on antibiotics since the pump was placed.